Event description:
During training for powerglide insertions an unsuccessful attempt was made. When the nurse withdrew the device the safety mechanism had not been activated therefore shearing of the catheter occurred. A fragment of approximately 4cm was retained in the patient's subcutaneous tissue as revealed by x-ray. Md notified of occurrence.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device is being retained by the reporting facility. A lot history review (lhr) of rexl0857 showed one other similar product complaint(s) from this lot number.